Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redz0164 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "called rn from cath lab to assist with IV start. Unable to use right arm due to recent lymphnode removal. Assessed left arm with us, found vein in upper arm, cephalic vein. 20g 2.25 inch accucath was used to access vein, guidewire advanced without difficulty, catheter would not advance with ease. At this point this nurse retracted the guidewire, mechanism on IV was all the way back which indicates that guidewire is completely retracted, deployed safety mechanism, upon removal of catheter noticed that not all of catheter was present, could see end of catheter still present in patient arm, at this time noticed that guidewire was not present upon removal. Notified rn of situation, who notified the dr. Was advised by rn to apply tourniquet above site to keep catheter and guidewire from migrating. Tourniquet was applied by cath lab rn. Catheter and guidewire were retrieved by dr. And cath lab staff, chest and left arm x-ray were ordered to confirm all of object had been removed."

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken guidewire was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 20ga x 2.25¿ accucath peripheral IV catheter. Usage residues were observed throughout the sample. The catheter was received in two segments which shared a complete break approximately midway along the length of the shaft. The break edges were rough and irregular. A segment of guidewire, including the coil tip, was inlaid through the distal catheter segment. The housing, including the proximal wire segment, was not returned for evaluation. Microscopic inspection of the catheter break site confirmed and irregular fracture surface. Plastic deformation and discoloration were observed in the vicinity of the break. Longitudinally aligned scoring marks were observed leading into the catheter fracture. Microscopic inspection of the break in the guidewire shaft revealed a primarily granular fracture surface. The fracture surface exhibited a region of increased luster. Curved shape memory was observed in the vicinity of the split. The catheter fracture was consistent with damage initiated by contact between the catheter and the needle tip, followed by tensile (pulling) stress. The guidewire fracture was also consistent with damage initiated by withdrawal against the needle bevel. An additional accucath housing assembly was received. This second sample did not include the catheter. The wire was intact and the needle was fully withdrawn in to the housing. The sample appeared to have functioned as intended and was unremarkable to gross, functional and microscopic examination. A lot history review (lhr) of redz0164 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported " called rn from cath lab to assist with IV start. Unable to use right arm due to recent lymphnode removal. Assessed left arm with us, found vein in upper arm, cephalic vein. 20g 2.25 inch accucath was used to access vein, guidewire advanced without difficulty, catheter would not advance with ease. At this point this nurse retracted the guidewire, mechanism on IV was all the way back which indicates that guidewire is completely retracted, deployed safety mechanism, upon removal of catheter noticed that not all of catheter was present, could see end of catheter still present in patient arm, at this time noticed that guidewire was not present upon removal. Notified rn of situation, who notified the dr. Was advised by rn to apply tourniquet above site to keep catheter and guidewire from migrating. Tourniquet was applied by cath lab rn. Catheter and guidewire were retrieved by dr. And cath lab staff, chest and left arm x-ray were ordered to confirm all of object had been removed.